Manufacturer narrative:
Initial.

Event description:
It was reported that the user performed a full supply change with assistance and resumed insulin delivery, then disconnected from the ilet to charge it and remained off the pump while active, during which glucose rose to a highest cgm value of 203 mg/dl; the user was advised to reconnect promptly. Symptoms included hyperglycemia. Outcomes included no alerts, no alarms, no hospitalization, and successful troubleshooting and education with insulin delivery resumed. Investigation included customer-care review of use conditions, confirmation of infusion set type and location, and assessment of cgm trends relative to pump disconnection. Investigation of this case revealed that hyperglycemia was associated with interruption of insulin delivery while disconnected, with no device malfunction reported and no component failure identified. It was concluded, based on previously established findings for similar reports, that user-related interruption of therapy during pump disconnection was the cause.